Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr there was the possibility that the reported phenomenon was attributed to the broken angulation wire. The exact cause of the broken angulation wire could not be conclusively determined. However, based upon the information from okr there was the possibility that the broken angulation wire was attributed to the overload applied to the wire, or the aged deterioration of the device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the angulation lock occurred and could not disengage. Olympus korea checked the subject device and could not found the reported phenomenon. There was no report of patient injury associated with the event.